Manufacturer narrative:
Result: footboard.

Event description:
It was reported by svc report that the corner of the footboard was cracked and completely snapped off from impact damage. No pt involvement or adverse consequences are reported.